Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a cryoplasty procedure, a balloon tear occurred. The lesion was located in the superficial femoral artery. They completed one inflation successfully with the polarcath .035 - 5/100/120. On the second inflation, the check catheter light came on. They removed the balloon and noticed the balloon had a tear in it. The device was removed intact. The procedure was completed with doing straight angioplasty. No patient complications were reported and the patient's status is fine.